Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received additional information. During the revision procedure, the lead was disconnected from the device and testing on the pacing system analyzer (psa). The pacing impedance measurement in bipolar was 1350 ohms. In unipolar, the distal electrode was tested and produced a measurement of 734 ohms and the proximal electrode was 1520 ohms. No sensing or capture was obtained when testing the proximal electrode. A fracture in the proximal electrode was therefore suspected. The lead was cut and the terminal pin end of the lead was removed from the patient. The remaining portion of lead was sutured into place and abandoned. A new, competitive lead and device were implanted. No adverse patient effects were reported. The explanted portion of lead was expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a proximal portion of lead was returned severed 9.5 cm from the terminal pin. The lead segment passed resistance testing, confirming the segment was electrically continuous and no fracture was present in that portion of the lead. Laboratory analysis was not able to confirm the reported clinical observations through testing on the returned segment of lead.

Event description:
Boston scientific received information that at the follow up, this right ventricular (rv) lead exhibited increased pacing threshold measurements. Pacing impedance measurements had also increased but were not out-of-range. Measurements were better in the unipolar configuration. An x-ray was performed and no lead issues were observed. It was noted that the lead and device were scheduled for replacement. At this time, the lead was reprogrammed to the unipolar pacing configuration until the replacement procedure. No adverse patient effects were reported.